Manufacturer narrative:
D3 manufacturer email: (B)(4) .

Event description:
It was reported that error codes 58, 143 and 144 occurred and could not be cleared. Another foot pedal was used, and the same issue was experienced. The procedure and patient outcome were not provided. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.